Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (catalog, serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected the UDI. H4: added device manufacture date. Investigation summary: ppae (thrombosis/ischemia/ major bleed/hypotension/renal failure): the root cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1954330. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an 81-year-old female with no documented past medical history developed ischemia of the left arm following placement of an impella cp device through the left axillary artery. The decision was made to remove the device and place a new device through the right innominate artery. The patient was taken to the hybrid operating room, where a sternal incision and sternotomy were performed. The ascending aorta was noted to be short, measuring approximately six centimeters. The right innominate artery was identified and found to be small in diameter, raising concern that an impella 5.5 device would not advance. A ten-millimeter graft was anastomosed at an appropriate angle, and an impella cp device was advanced into the ascending aorta. The existing left axillary impella cp device was partially withdrawn into the ascending aorta, and the new device was advanced into the left ventricle. The patient tolerated the device exchange well. Due to concern for possible occlusion of the innominate artery, the repositioning sheath was left external to the body. The chest was closed and the left axillary impella device was removed. A thrombus was identified distal to the brachial artery and removed with a fogarty catheter, resulting in restoration of pulses to the hand. A fasciotomy was performed. On october 26, the patient developed hypotension requiring vasopressor support and became oliguric with rising creatinine levels, prompting a decision to begin continuous renal replacement therapy; however, attempts to place a vascular catheter were unsuccessful. Overnight, the patient received twenty-five grams of albumin and two units of packed red blood cells and continued to require additional vasopressor support and transfusions. After discussion with the family, a decision was made to withdraw care.